Event description:
It was reported that the threads on the driver are broken. No patient complications were reported.

Manufacturer narrative:
The product was returned for evaluation. Macroscopic and optical examination revealed thread crest and flank damage, and is consistent with misalignment of the instrument threaded inner shaft and the mas head. The above observations are consistent with misalignment of the instrument and mas head.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.